Event description:
Stapler was being used during laparoscopic procedure. The handle would not release after being closed on to the tissue. The malfunction caused the patient to undergo an open procedure instead to remove the stapler.